Event description:
It was reported that the patient experienced general discomfort and pain in penoscrotal junction area prior to the surgery. The physician suspected a possible infection due to malposition of the pump in the scrotum and over the urethra; however, there has been no confirmation from the physician as to whether an infection was present with the patient. The old device was explanted, and new device was implanted. The patient outcome was reported to be fully recovered.